Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer reported on behalf of the user, she stated that her daughter received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. Per consumer, the second and the third tests were performed and received negative results with quickvue antigen test on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
D4: expiration date. E1: country: united states. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212457 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212457, test base part number 195-430h / lot 207849. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 212457 showed that the complaint rate is (B)(4). A product deficiency has not been identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer reported on behalf of the user, she stated that her daughter received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. Per consumer, the second and the third tests were performed and received negative results with quickvue antigen test on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.